Event description:
When a physician used the subject device for an urgent laparoscopic cholecystectomy, the probe broke and the distal ends fell off inside the patient's body. It was confirmed with a laparoscope that the broken piece of the probe was taken out. After 2 days, the physician confirmed that there was no fragment inside the body by x-ray. The procedure was completed as scheduled. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Based on cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. The instruction manual of sonosurg scissors already states; warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the prove accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, which may lead to a damage or detachment. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on (B)(6) 2015. This is a supplemental report for MFR report # 8010047-2012-00319 to correct event problem and evaluation codes and the evaluation result based on the evaluation of the returned device. And this supplemental report also provides additional information for serial #. The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 15.5 mm from the distal end on (B)(6) 2012. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe with cracks was broken by physical stress in the procedure. The cracks were developed from the scratches on the probe by output during the procedure. The scratches were made since the user activated output while contacting the probe with some hard objects. The instruction manual of the subject device already warns; do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment. This type of the ptfe damage is most likely related to the operator's technique.